Event description:
On (B)(6) 2009, the patient reported that on (B)(6) 2009, she noticed insulin seeping from around her insulin infusion set tubing. She stated she properly tightened the tubing and does not know if the luer lock was cracked. She stated she cannot return the tubing at issue as she does not know which one was leaking. She said the adapter was changed 7 months ago and she was advised to change the adapter with every 10th cartridge change. Courtesy adapters were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.